Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The customer advised that following the reported loss of power, they disposed of the third party usb data cable that had been used during the reported event; therefore it was not available for evaluation. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Based on the information available, it's reasonable to conclude that the likely cause of the reported power issue was that a shorted accessory cable (the third party usb data cable) was connected to the device's system connector.

Event description:
The customer contacted physio-control to report that their device powered off by itself while attempting to transfer data to a tablet. The customer advised that the crew had just plugged in a third party usb data cable to the device's system connector to transmit the data to a tablet when the reported issue was observed. There was no patient use associated with the reported event.